Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was most likely related to use of the device, as patient movement was reported during the time of positioning issue. The cause of the cannula kink issue was most likely related to use of the device, as it occurred during the positioning issue, likely due to patient movement, based on the clinical details. Low or blocked pump flow: based on finding of biomaterial on the impeller and the cannula kink on returned product, they were both identified as likely contributors to the low pump flow.

Manufacturer narrative:
D9: updated the devices return information the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in h2 (if follow-up, what type? - device evaluation). Upon review, it was identified that it was inadvertently omitted from the 2nd follow up report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, it was identified that it was inadvertently omitted from the 2nd follow up report. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was most likely related to use of the device, as patient movement was reported during the time of positioning issue. The cause of the cannula kink issue was most likely related to use of the device, as it occurred during the positioning issue, likely due to patient movement, based on the clinical details. Low or blocked pump flow: based on finding of biomaterial on the impeller and the cannula kink on returned product, they were both identified as likely contributors to the low pump flow.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via percutaneous right femoral arterial access in a 71-year-old male patient for cardiomyopathy. The patient¿s comorbidities are renal insufficiency. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. The next day, a large patient turn was performed at bedside by nursing, after which the patient developed persistent suction alarms that did not resolve despite decreasing support to p2. A point of care ultrasound suggested the impella catheter was positioned deep in the left ventricle. Initial attempts to withdraw the device did not improve suction alarms. Due to limited ultrasound views, a formal echocardiogram was obtained, which also suggested deep cannula position. Given the inability to resolve the alarms, the patient was taken to the catheterization lab. Fluoroscopy revealed that the impella catheter was folded over itself above the aortic valve. The device was withdrawn without visible cannula damage and advanced across the valve; however, persistent suction alarms continued. The device was subsequently removed and exchanged for a new impella cp on the same side. The patient remained stable throughout troubleshooting and exchange. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The post-procedure outcome was survived at explant.